Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the device stopped oscillating during use on a patient on the 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Found bad potentiometer on driver power module causing intermittent fluctuations on 20v p/p readings. Replaced driver power module, run all calibrations and final test all tested ok according to factory specifications. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.